Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The reported malfunction was observed during review of the video the customer provided. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed vertical and horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.